Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n169399007, implanted: (B)(6) 2008, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n169399007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (4000 mcg/ml at 1000 mcg/day) via an implantable pump for intractable spasticity. It was reported that during pump replacement due to eri (elective replacement indicator), the physician noticed crystallized medication in the pump pocket. It was also noted that there was no sutureless connector boot on 8709 catheter. There were no issues with the patient. The catheter connector was replaced with a 8578 including a new boot. The physician cut the dose from 1500 mcg/day to 1000 mcg/day. The issue was resolved at the time of report. The patient's medical history included stiff man syndrome. The patient's status at the time of report was alive - no injury. Additional information received from the company representative (rep) reported that there were no device issues.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sutureless connector identified coring/tearing/cuts in the cup of the connector. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis determined the pump reached its elective replacement indicator (eri) based on time progression, as expected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.